Event description:
The physician attempted the deployment of a titanium greenfield vena cava filter at the level of l2 [lumbar 2]. The filter did not open correctly/symmetrically. The filter cocked to one side. A steel greenfield filter was then deployed above the first filter at t12 [thoracic 12, x-rays indicated the titanium filter with its tip at the mid l1 [lumbar 1] body, the steel filter with the upper tip at the superior end plate of l1 [lumbar 1]. Rightward tilt of the lower filter noted. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.